Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited intermittent out of range left ventricular (lv) impedance measurements and noise. Programming options discussed. No adverse patient effects were reported. The device remains in service.